Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the brackets of the rack and shelf assembly were bent causing the shelves to slip off. To resolve the issue, the technician ordered a new rack and shelf assembly. A follow-up report will be submitted once the repairs have been made. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading instruments from their amsco 600 sterilizer, a loaded shelf slipped off bracket and contacted the employee's hand resulting in a bruise. No medical treatment was sought or administered.

Manufacturer narrative:
The technician replaced the rack and shelf assembly, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.